Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 630 am for a high blood glucose. The customer's blood glucose at the time of the event and hospital admission was not provided. The customer's symptoms were nausea and vomiting. The customer was wearing the insulin pump during their hospital stay but had complained of physical damage in the form of cracks. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.